Event description:
Male pt underwent left carotid endarterectomy procedure using a shelhigh vasupatch for closure. Hosp reports that pt developed an infection at graft site. Pt had readmission and returned to or and died in 2006. Incident occurred the same year. Hosp did not provide notification to shelhigh at the time of incident. Hosp only submitted a medwatch report several months after the incident. Limited info was provided at that time.

Manufacturer narrative:
Shelhigh (MFR of the vascupatch) became aware of this event as a result of receiving an FDA medwatch report. The user facility reported the event only to FDA (approx 8 months after incident). Explanted device was not returned to shelhigh for examination. Details of any pathological eval was not provided by hosp. Cultures that may have been conducted were not provided. The info regarding this incident is insufficient to conduct an investigation.